Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "we have a PICC with both holes and then burst when we flushed it after it was drawn. Almost looks like it has been cut with a scalpel but the scalpel is never near the catheter itself. This has been sitting since october and attached with a statlock. The leak was both at the wing but also further in at 5 cm where it also burst. Has been used for cytotoxic treatment." Additional information received 02/05/2024: it was reported there was no patient impact. No one was exposed to blood or bodily fluids. They have taken the PICC line away. No other actions.

Event description:
It was reported by the customer, "we have a PICC with both holes and then burst when we flushed it after it was drawn. Almost looks like it has been cut with a scalpel but the scalpel is never near the catheter itself. This has been sitting since october and attached with a statlock. The leak was both at the wing but also further in at 5 cm where it also burst. Has been used for cytotoxic treatment". Additional information received on 02/05/2024: it was reported there was no patient impact. No one was exposed to blood or bodily fluids. They have taken the PICC line away. No other actions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a break was observed between the 4 and 5cm mark. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument; sharply formed fracture edges; planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.